Event description:
It was reported the ECG cable does not work. No patient involvement reported at this time.

Manufacturer narrative:
It has been determined that the ECG cable is not functioning due to wear caused by cleaning with aggressive disinfectants. The rse has concluded that the cables need to be replaced. The rse has ordered new cables to address the issue, and it has been concluded that no further action is required at this time.